Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, during surgical procedure to address lead issue, the ipg continuously went into reset mode. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored post-op.